Event description:
At 1418, pitocin was a 2mu=6cc/hr. It was turned off for patient getting epidural. At 1424, patient was positioned for epid. At 1438, epidural bolus was given. At 1448, fhr started to decel. At 1450, o@10 liters per face mask started. IV fluid bolus of lr was already flowing. At 1452, dr. (B)(6) in room. Arom and fse placed. Thick mec noted. At 1456, (B)(6), rn discovered that the pump that had the pitocin line in it was running at 125cc/hr. (B)(6), rn confirmed the finding. Pitocin off immediately. Pitocin line disconnected from patient (B)(6) patient to operating room for stat cs. Fhr in 70's, up to 120's. Primary cs at 1514. Apgars 7/8. Afterwards discussed with primary rn who states that she turned off pit and did not touch pump, discussed with anesthesia who stated that he never touched the pump. There is no explanation why the pump was on and was running at 125cc/hr=41mu. The pump had to be reprogrammed to run at 125cc/hr. The pump was pulled from the floor and ordered to be investigated. Pitocin off. Patient received cs. Baby to scn for high trans. Apgars 7/8. Pump removed from floor. Temporary harm.